Manufacturer narrative:
Concomitant medical product: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 06-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported that the catheter came out 2-3 years ago. It was stated that the patient has waited to get the catheter issue fixed due to her not wanting to go into another surgery. The pump was now empty and had been alarming for probably a week. The patient was unable to confirm which alarm she was hearing and was redirected to follow up with their managing healthcare provider.